Event description:
Humeral head dissociation three weeks following the implant of a titan total shoulder for total shoulder fracture surgery. The humeral head was found to be deep in the axilla. Revision surgery was performed on (B)(6) 2012. Additional relevant clinical info was requested but not received at the time of report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.